Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated caregiver wrapped strap around arms allegedly causing pressure and eventually causing the welds to snap. MDR filed.